Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the floppy drive and table software. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the table on the 2600 system is not booting up. There was no report of patient injury.